Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The customer used transport media in a larger volume than recommended in the package insert which may have diluted the samples (3ml rather than 1ml). Root cause: could not duplicate with retains. Source: phone.

Event description:
(B)(4) discordant sars result for (B)(4) patient sample tested as part of an evaluation study. The sample was negative on sofia sars and positive on pcr. The site used known positive samples tested in 3mlof vtm from a reference lab or direct from patients. It is unknown if the patients were symptomatic or how long after symptom onset they were tested.